Event description:
It was reported that the pt experienced an infection 2 weeks after replacement of their device (for normal battery depletion) and returned to the hospital. Additional info was requested.

Manufacturer narrative:
(B)(4).